Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5145848.

Event description:
It was reported that the patient presented in clinic for a follow up due to infection and erosion on the right ventricular (rv) lead. The physician elected to explant the rv lead. There were no patient consequences.